Event description:
Pt experienced difficulty with ivig pump. Pt reported that she had to discard the previous medication and vial because she initially believed that it was a 60ml syringe issue. However, when she took another supply of medication and refill it in a newer 60ml syringe the freedom pump failed to mount pressure. Patient has to resort to doing manual infusion. Clinician advised that a scheduling psr will call to schedule a new freedom 60 pump and dme supplies (minispikes, f-tubing, and needle sets) for shipment to replace the faulty one. Pt had no other concerns. Dose or amount: 5gm. Frequency: weekly. Route: sq. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: d80.3.